Event description:
It was reported that, during routine check, the cs300 intra-aortic balloon pump (iabp) units screen is black. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen is black.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to evaluate the unit and found the screen monitor coil cable connected on the side of the machine was loose. The unit was returned to the customer and cleared for clinical use.